Event description:
Event description guidant received information that this right ventricular lead was abandoned surgically due to impedance measurements greater than 2500 ohms and high threshold measurements.